Manufacturer narrative:
B3: estimated date.

Event description:
According to additional information received, the device was explanted and replaced. The device was not inflating, and the tubing was separated above the pump.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: date is unknown.

Event description:
According to the available information, the device has malfunctioned. The device pump is not working anymore. The patient's surgeon is looking to remove and replace the device in an upcoming revision surgery; however, this has not yet been performed.